Event description:
It was reported that "it was not possible to stimulate/detect the heart with this disposable surgical cable." No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was "defective detection and stimulation" with the patient cable. The cable was returned for repair. No patient complications have been reported as a result of this event, and the patient outcome was reported as fine.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. No anomalies were found. All cable continuity tests passed, with no intermittent connections noted. (B)(4).